Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The first target nodule was 1.2 centimeters (cm) in size and located in the right upper lobe. The second target nodule was 1 cm in size and located in the left upper lobe. C-arm fluoroscopy was utilized during the biopsy. Staging using linear ultrasound bronchoscopy (ebus) was also performed outside the ion procedure. The biopsy results were benign atypical cells due to fungal infection, so the patient was given antifungal treatment. There was no device malfunction associated with the event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.